Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pq90, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacture representative reported a loss of therapeutic benefit the day after a fall on the implant site in (B)(6) 2015; the patient was not urinating as they were with the therapy. An impedance test showed one pair out of range, noting <(><<)>50 ohms. The patient did not feel stimulation on several settings, but if they did, the patient felt stimulation in the pocket area; stimulation was felt below the implant for one setting and in the kidneys above the implant for another. An anterior-posterior (ap) scan was taken which showed that the lead was in the same position as day of implant, so a lateral scan was planned to be performed. Other symptoms included patient not voiding. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.